Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp was placed in a 67-year-old female patient. The impella ran without alarms or incidents. During intervention in the intensive care unit, the patient's circulatory parameters became increasingly unstable. There was a drop in hemoglobin. The patient was determined to have an aortic dissection in the abdominal area. The cause of the dissection could not be directly attributed to the impella. The patient was unable to receive treatment and the decision was made to withdraw care.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. No product or data logs were returned for evaluation. Clinical details noted that an aortic dissection in the abdominal area after patients circulatory parameters became unstable. It was not noted if the impella was the cause of the aortic dissection, no issues with insertion were noted. The root cause of the vascular damage cannot be determined as limited clinical information was provided. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ added- h6 component code 925. D4-corrected model number. F6/f8 should have been left blank in the initial report.